Event description:
Ventilator alarmed "severe occlusion". Clinician had to intervene to continue ventilator treatment. Patient was receiving in-line inhalation therapy through the ventilator with medication "mucomyst".